Event description:
A malfunction was reported when the customer's pump shut down and displayed an error upon restart. There was no adverse impact to the customer's blood glucose level. The pump continued to show an error, so it was replaced, and no further action from technical support was required.